Manufacturer narrative:
(B)(4). The service engineer was unable to duplicate the reported complaint. All performed tests were passed.

Event description:
It was reported that while in patient use, the ventilator was autocycling. The patient was placed on an alternate ventilator without any reported patient harm.